Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. Continuation of medical devices: 5554-45 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was explanted and returned to the manufacturer. The lead was analyzed and tested out of specification. It was further noted the patient is deceased. Attempts to obtain information regarding the patient's death were unsuccessful.